Event description:
Revision surgery - due to normal wear and tear.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly insert that was in-vivo an indeterminate amount of time. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be conducted due to the information regarding the part and lot numbers not being provided. Multiple attempts were made to obtain more information without success. The root cause for the worn poly insert was reported as normal wear and tear.